Event description:
Caller reported that insulin gauge displayed a different amount than expected, which had occurred three times in the past month and was currently ongoing. The current fill estimate on the pump was 85, and the displayed value was static. There was no adverse impact to the customer's blood glucose level. Technical support educated the caller about the cause of the issue, explaining that it could happen due to a large variance in measured pressures affecting the insulin remaining calculation. They assured the caller that once the remaining insulin equaled the static number, the fill estimate would resume normal countdown. The caller understood and acknowledged the explanation.